Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle libre reader. Customer's parent reported being unable to test the customer due to the reader not powering on with button press or test strip insertion. Customer experienced symptoms described as headache, "lower limbs were numb", and swollen eyes, and a blood glucose result of 409 mg/dl was obtained on an unspecified device. Customer was unable to self-treat and required treatment of insulin (dose/type unspecified) by both third-party and healthcare professional, for diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.